Event description:
Potential cross contamination using our cohesive bandages on multiple donors after taking the needle out and wrapping them with the used bandages. We should be using one per donor to avoid cross contamination. Additionally, we should be changing 1 gown personal protection equipment (ppe) per staff member per day as we deal with blood, but we are now to restrict our gowns/ppe to 2 gowns per staff member per week. Our gowns are contaminated with blood. Reference report: mw5158152.